Event description:
It was reported that during a da vinci-assisted sacrocolpopexy, a mega suturecut needle driver broke in universal surgical manipulator (usm)-4; the cables were breaking. The customer replaced the instrument, and the procedure was continued as planned and completed with no reported injury. Moreover, the technical support engineer (tse) noted an engagement error on usm-4.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.